Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer replaced charging cable and pump resumed charge.